Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional, consumer, and manufacturer representative regarding a patient with an implantable neurostimulator for the treatment of non-malignant pain. It was reported that the patient hadn't used the stimulation for a while since the scs system never really helped the patient. It was reported that the system was no longer working. The health care professional did not know how long it has been since the patient used or recharged the ins. The device is in overdischarge. This is the third time that this is happened according to the patient. The patient wants the device explanted and believes that it never provided adequate relief since implant. There were no external factors noted which may have contributed to these issues. There was an attempt to interrogate the battery. A surgical intervention is planned. There were no further complications reported or anticipated.